Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by bolus and manual injection. Customer continued to use pump for insulin delivery.